Event description:
It was reported that revision surgery was performed due to and elevated chromium and cobalt levels in the serum.

Manufacturer narrative:
The use of these devices in conjunction with a competitor's femoral stem constitute an off label application.